Event description:
It was reported the pt's without stimulation and her ipg is inoperable. It is unk if the pt neglected to charge the system consistently. It was also reported the pt will undergo surgical intervention at a later date to address this issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.